Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure with a patient that had a femoral trochanteric fracture, the tip of the coupling screw broke. When the doctor started to complete final fastening to the blade according to the procedure, the doctor found that the torque limit screwdriver did not reach to the proper position. The doctor determined that the issued occurred to the coupling screw after the doctor attached the blade to insert instrument. Synthes staff attending the operation checked the connection screw for insertion dhs blade carefully, and then the staff found the tip of the blade was broken. The staff was sure that the screw was kept remaining inside of the blade. As the final fastening was not possible, the doctor replaced the blade with another one. After the operation, the screw and blade in question were withdrawn from the hospital and examined carefully. The tip of the screw was confirmed to be broken.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing records (DHR) were reviewed and no complaint related issues were found. : placeholder.